Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer replaced various parts on the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module. The initial result was 150 mmol/l. The repeat result from a cobas c501 was 141 mmol/l.

Manufacturer narrative:
The entire ise module of the analyzer was replaced. The investigation did not identify a specific product problem. The cause of the event could not be determined.